Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd phaseal¿ protector p50. The following information was provided by the initial reporter, "after diluting the drug, there was a leak from the edge of the vial while shaking. In addition, some drugs in the last 3 months have come to the fungus collapse. Taxotere, holoxan, ataxil and kyprolis a small particle falling from the vial of the drug, injected into the syringe and then passed into the bag."

Manufacturer narrative:
H.6. Investigation summary: five videos along with two unopened samples were provided to our quality team for investigation. Through visual inspection of the videos, a leakage between the protector and vial was observed. Additionally, a grey particle can be seen inside the vial, syringe, and infusion bag. Given that we could not evaluate the sample, the origin of the particle could not be verified. When inspecting the unused samples along with two additional retained samples, functional testing was performed and no leakage or coring occurred. A device history review was performed for lot 1905112, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. Personnel also complete fragmentation testing to evaluate any particulates generated after ten activations. Both leakage and fragmentation testing results were reviewed for the reported lot and results were found to be acceptable. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. It is important to follow the instructions for use when using phaseal devices to ensure the product functions properly. The protector must be attached completely vertical . The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this device and defect will continue to be monitored by our quality team.

Event description:
It was reported that leakage occurred during use with a bd phaseal¿ protector p50. The following information was provided by the initial reporter, "after diluting the drug, there was a leak from the edge of the vial while shaking. In addition, some drugs in the last 3 months have come to the fungus collapse. Taxotere, holoxan, ataxil and kyprolis a small particle falling from the vial of the drug, injected into the syringe and then passed into the bag."